Manufacturer narrative:
A review of the device¿s serial number history revealed no similar complaints. The reported allegation was not confirmed. During testing, the issue could not be reproduced. The device passed all functional testing. Therefore, the probable cause remains undetermined. A CAPA was initiated to investigate the occlusion no alarm failure root cause. Reference to complaint#: (B)(4).

Event description:
The end user reported to intuvie that the infusion pump had been beeping for occlusion and that, on one occasion, the pump did not alarm, but also did not infuse. The issue was reported to have occurred intermittently over a period of time. The device was reportedly taken out of rotation on (B)(6) 2026. No further information was provided. No patient harm was reported.